Event description:
It was reported that a pt underwent a sling procedure in 2008. On an unk date the pt experienced pain and infections and was discovered to have mesh eroded through the vaginal wall. In 2009, the pt underwent a procedure to remove the mesh. Currently, the pt's pain is better, but not gone.

Manufacturer narrative:
Mesh exposure - conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.